Manufacturer narrative:
The issue was resolved with phone support. The surgeon used indocyanine green (icg) dye test to ensure the tissue was not necrotic. The procedure was completed robotically. No field service site visit was required. Intuitive surgical, inc. (Isi) did not receive any da vinci product to perform failure analysis (fa).

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the staple line of a green surefrom 60 reload required intervention. While firing a green sureform 60 reload on sigmoid tissue, the firing sequence was completed without any complications or errors. The staple line looked intact and complete. An eea metal sizer was placed, and slight pressure was applied against the green reload staple line with the eea sizer when the staple line came apart, creating a hole. The staple line was over-sutured to repair the defect. The surgeon used the indocyanine green (icg) dye test to ensure the tissue was not necrotic. The procedure was completed robotically. The patient is reported to be recovering well.